Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The device involved has not been received for evaluation and the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: customer reports, that when the patient got up to go to the bathroom, the taxol tubing came apart at the tubing port. Taxol leaked onto patient's clothing and approx. 5-6 drops of taxol spilled onto floor before infusion could be stopped, chemo spill kit was used for cleanup. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) used sample with packaging was returned for evaluation. Upon visual examination, the set was noted to be disconnected at the bonded joint between the tubing and bottom of the borenut of the caresite valve. Minimal solvent residue was able to be observed on the tubing. The reported defect of the tubing coming apart was visually confirmed. A review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. Incidents of this nature are attributed to operator oversight during the manual assembly of the product. Although our training procedures ensure that all of our employees are properly trained in their areas of responsibility, an oversight on the part of the operator can attribute to an incident of this nature. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.